Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and the left ventricular (lv) lead exhibited a high out-of-range (oor) pacing lead impedance measurement > 2000 ohms as shown in the trend several months prior. A boston scientific technical services (ts) suspected a possible lead fracture. Ts also suggested doing isometrics and pocket manipulation to ensure lead was capturing well. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Event description:
Additional information was received that the left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) were explanted due to continued high out of range pacing impedance measurements. An x-ray was taken but did not yield any significant findings. The lead was not tested with a pacing system analyzer (psa) during the procedure. No additional adverse patient effects were reported.